Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a revision tka surgery, the femoral component separated from the gen ii plus 4mm femoral offset coupler w/sleeve. It appears that the gen ii plus 4mm femoral offset coupler w/sleeve broke at the femoral boss taper. It is unknown if this event has been treated, as well as the current health status of the patient.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the requested patient-specific supporting clinical documentation has not been provided. It is unknown if this event has been treated, and the current health status of the patient is unknown. The root cause and/or patient outcome beyond that which was documented in the complaint could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, size selected, surgical technique or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.